Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted due chronic and unbearable pain at the area of the implant with the beginnings of extrusion _through the skin. No available information points towards the device having caused or contributed to this outcome. Damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The surgeon reported chronic and unbearable pain at the area of the implant with the beginnings of extrusion. It was stated by the surgeon in the device explant report that a device malfunction did not cause or contribute to the explantation. Despite requested, no additional information could be yet retrieved. The user was not re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The surgeon reported chronic and unbearable pain at the area of the implant with the beginnings of extrusion.